Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during pacing of a female pt via electrode pads, the device did not display an ECG signal. After switching to 5 lead pt cable, they were still unable to see an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt and the same fault occurred with the second device. Please refer to associated medwatch report number: 1220908-2009-01121. Complainant indicated that the patient subsequently expired.